Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a patient with a 33mm 7300tfx mitral valve was explanted after an implant duration of 1 month due to unknown reason. The explanted valve was replaced with a 31mm 7300tfx perimount magna mitral ease valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
Through implant patient registry, it was learned that a patient with a 33mm 7300tfx mitral valve was explanted after an implant duration of 49 days due to stenosis caused by obstruction in the lv outflow tract secondary to the native preserved bisected anterior mitral leaflet. The explanted valve was replaced with a 31mm 7300tfx valve. Per the medical records, the patient was experiencing worsening shortness of breath since the initial surgery. Workup revealed lvot obstruction. The patient underwent a redo mvr, intraoperatively the mitral valve was explanted, next the bisected anterior mitral leaflet was excised completely which was going across the lvot, decision was made to undersize the valve and a 31mm 7300tfx was implanted and proper seating confirmed. Post cpb echo showed there was lvot obstruction with a mean gradient of 30. Cpb was resumed, the 31mm 7300tfx was explanted and a new sized 31mm valve was implanted, rotating the studs more to avoid disturbing the lvot. Post cpb echo showed minimal mean gradient of 9 across the lvot. The patient was transferred to intensive care unit in stable condition. On pod #7, she underwent an implant of a permanent pacemaker due to complete heart block. On pod #10, the patient was discharge home on aspirin 81mg qd.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. On occasion valves or rings may be explanted with no evidence of malfunction and are otherwise performing as intended. (.e.g. Graft replacement/repair, or open-heart surgery for an unrelated reason). If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be intra or post-operative bleeding related to the procedure and not directly related to the valve. In these cases, the valve may require removal to facilitate repair of the injury. In this case, the prosthetic mitral valve was removed so the surgeon could completely excise the native anterior mitral leaflet that was causing lvot obstruction. This event is not reportable. H11 corrected data: based on new information received, this event is no longer considered reportable.